Manufacturer narrative:
(B)(4). No product to be returned.

Event description:
(B)(6) 2014 patient received initial implant of the rns system consisting of a neurostimulator device and three cortical strip leads placed in the left temporal region. The device was set to detection mode and therapy was not activated. (B)(4) 2014 it was reported that the patient had suffered a subarachnoid hemorrhage and was placed in an induced coma. The device has only been detecting during this event and is not stimulating. (B)(6) 2014 per the neurosurgeon, (B)(6)" he (the patient) appears to have suffered from a rupture of an aneurysm on the opposite side of the brain, the right side. This likely occurred during or just after the completion of the implantation. There is still some controversy, but that is my best interpretation of what happened. He was comatose for a few days and underwent a variety of procedures. The aneurysm remains unsecured and will be addressed at a later date[?]likely with open surgery. He has made a complete recovery." There is no indication that the product malfunctioned. The rns system remains implanted in the patient.